Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge displayed an inaccurate fill estimate of 150 units and remained static while the pump was being used for therapy. Reportedly, the cartridge was filled with 240-270 units of insulin. At the time of the reported event, the pump displayed an accurate fill estimate of 190 units based on insulin usage. Blood glucose level was 180 mg/dl.